Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented for routine follow-up and the CT imaging showed there 6 cm distal sent graft migration (stent graft fell into the aneurysm sac) and a type I endoleak. The bifurcated stent graft had migrated distally 6 cm and fell into the sac. Currently, the aneurysm measured 7 cm in diameter. The stent graft migration was attributed to reverse tapered aortic neck and neck dilatation. A 25x70 endurant cuff was implanted to resolve the proximal type I endoleak. The procedure was completed successfully and without complication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, stent graft migration). Patient's condition affected effectiveness of device (reverse tapered aortic neck, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (reverse tapered aortic neck, aortic neck dilatation).